Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook acrobat calibrated tip wire guide was used. After advancing an extraction balloon over the wire guide and performing a balloon sweep, the coating between the 20 and 25 cm markers began stripping exposing the core wire. No section of the device detached inside the patient. A new cook acrobat calibrated tip wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. Approximately 23.5 cm from the distal end there is a bare section of the core wire that is approximately 1 cm long extending to 24.5 cm from the distal end. The covering has folded back upon itself. No section of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.